Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: an increased resistance between the electrodes of the generator, a tissue build-up on the electrode, elevated contact resistances due to poorly or insufficiently placed contacts on the working element or the connection cable, elevated contact resistances due to defective contacts on the working element or the connection cable. This may happen in particular if the instruments are not connected correctly and the generator is activated. A contact that was damaged in this way must not necessarily cause a failure immediately, but it may gradually degenerate and may trigger the error message described at a later stage. The instrument is inside a gas bubble during activation. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer¿s reported problem could not be confirmed/reproduced. The review of the device history records for the affected lot or serial number was performed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w / catalog # wb91051w; therefore, the following will be used as a place holder. Common device name: electrosurgical generator, esg-400 510(k): k203682 product code: gei.

Event description:
The customer reported when using the high frequency electrosurgical generator during a transurethral resection of a bladder tumor procedure, error ¿e006¿ occurs intermittently during output. The procedure was completed using the same device with a few minutes delay each time. The device was inspected prior to use but no abnormalities were noted. No death or injury and no impact to patient or other has been reported. No further information was provided from the customer.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.